Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopy. Event description: the dr did a laparoscopic case and complained that the product didn¿t "seal" the tissue. The rep was not present at the case, so is only reporting what the scrub sister told her. They opened a new device and it worked perfectly. The patient wasn¿t harmed in any way. General surgeon did a laparoscopy and needed the maryland eb215. The device wasn't burning the tissue and they had to open a new device. The new device worked perfect and they could do the procedure without harming the patient. Intervention: device replacement patient status: the patient wasn¿t harmed in any way.

Event description:
Procedure performed: laparoscopy. Event description: description from customer complaint report: the dr did a laparoscopic case and complained that the product didn¿t "seal" the tissue. The rep was not present at the case, so is only reporting what the scrub sister told her. They opened a new device and it worked perfectly. The patient wasn¿t harmed in any way. Description from cer: general surgeon did a laparoscopy and needed the maryland eb215. The device wasn't burning the tissue and they had to open a new device. The new device worked perfect and they could do the procedure without harming the patient. Additional information received from sales rep/hospital staff via email 2nov2022: the generator gave an error message, and they plugged the device out and in again and also plugged the generator out and in again, but it still gave the same error message. Unfortunately, the floor nurse couldn¿t remember what error message it gave. So, they opened a new device and it worked perfectly. It is a dr that uses voyant often, so this wasn¿t his first time using the device. I spoke to the dr, the scrub nurse, and the floor nurse now. They say the generator gave an error message, but none of them can remember what it said. So, they could not activate the device. After plugging out and in and switching the generator of an on it still gave the same error message. They opened a new device and it worked perfectly. Intervention: device replacement. Patient status: the patient wasn¿t harmed in any way.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The event was initially reported based on the description of the event. However, based on additional information received, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.